Event description:
The initial attorney report alleged disability, disfigurement, pain, tenderness, nerve damage, defective mesh, explant. The following is based on the medical records provided by the patient's attorney: (B)(6) 2004 - repair of incisional hernia with composix kugel mesh. On (B)(6) 2005 - repair of recurrent incisional hernia with composix kugel mesh. After placement of this mesh, the previously placed composix kugel mesh was trimmed to the edges of the fascia. This was sent to pathology. The remaining portion of the previously placed mesh was then reapproximated. (Note: a portion of the mesh ring was noted in the pathology report). On (B)(6) 2006 - surgeon called patient to inform him of the bard recall. On (B)(6) 2006 - note from patient's md in regards to the patient's history to an md for consult. Patient has had multiple surgeries including two open incisional hernia repairs. Unfortunately, he has had a problem with his mesh prosthesis. The edges of a kugel patch appear to be turning up. On (B)(6) 2006 - consult for abdominal pain. The patient reports incisional hernia repair in 2004 and repair of recurrence in 2005. Since that time he reports chronic abdominal pain in the ruq as well as one area that developed into a chronic wound when the mesh eroded through and was treated with excision of "a long string of plastic." The wound has closed over time. Assessment: patient has a recurrent hernia. His prior hernia repairs have been done with mesh that has since been recalled. Patient is concerned with this due to the history of mesh eroding through the skin. He is requesting mesh removal and incisional hernia repair. On (B)(6) 2012 - excision of both composix kugel meshes. Posteriorly the mesh was dissected from the intestinal contents.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. It appears that during the (B)(6) 2005 procedure, the surgeon, while trimming back the previously placed mesh, cut and removed a portion of the ring as indicated by the pathology report. Also indicated is that at some point after that, the remaining portion of the ring was excised when it made its way through the wound that had by then become chronic when the mesh eroded through. The bard mesh and ring were not described as being defective in any part of the medical records and it appears that any complication the patient developed occurred after the mesh was trimmed and the ring was cut during the (B)(6) 2005 procedure. The IFU states do not cut or reshape the bard composix kugel hernia patch, this could affect its effectiveness. Care should be taken not to cut or nick the posiflex monofilament. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2006-00375 for information related to the composix kugel mesh implanted on (B)(6) 2004.